Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what is the surgeon¿s experience with device? Did the device staple and cut completely? What troubleshooting steps were used to open device? How was the device removed from the tissue? Was the issue with device the reason for the convert to an open procedure? Was the device difficult to close? Did the surgeon experience a force to fire higher or lower than expected? Did the patient undergo preoperative radiation or chemo therapy? What color cartridge was used? What is the current patient status?

Event description:
It was reported that during a rectum ca procedure, the device locked itself inside of the patient and didn't open. The surgeon tried everything but couldn't open the device. As a final solution, the surgeon switched to open procedure. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with an ecr45g reload. The reload was noted to be fully fired. It is possible that the returned cartridge does not belong to the returned device. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.